Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states he is feels well and does not require medical attention. The customer's expected blood results are 130-145mg/dl fasting. Verified the strips expire 08/27/2017. The customer could not confirm the storage methods of the test strips but states they were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern:customer is concerned with the result of 52mg/dl on (B)(6) 2015. Customer called concerned that he is getting low results from the meter. Customer was unable to recall the meter's memory. Customer provided the result from a log book. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states he is feels well and does not require medical attention. The customer's expected blood results are 130-145mg/dl fasting. Verified the strips expire 08/27/2017. The customer could not confirm the storage methods of the test strips but states they were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: customer is concerned with the result of 52mg/dl on (B)(6) 2015. Customer called concerned that he is getting low results from the meter. Customer was unable to recall the meter's memory. Customer provided the result from a log book. No adverse event reported.